Manufacturer narrative:
This event has been recorded by zimmer biomet under(B)(4). E1 telephone:(B)(6). G2 foreign: canada evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during unknown timing on an unknown date, device will not rev up loses momentum-not able to use it in procedure. Unknown patient involvement but no reported impact or harm. Due diligence information complete.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record identified the following related repair: tech confirmed the unit would not power on and replaced the motor. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.